Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: primary UDI number - a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unspecified procedure. Reportedly, the device was deployed correctly. When the knot was lowered to lock the knot with the suture trimmer, the suture broke due to excessive force being applied. Manual compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose proglide instructions for use (eifu), states: ¿to prevent suture breakage, always pull on the suture limbs with slow, consistent increasing tension. Avoid quick or jerking type movements with the suture limbs.¿ the IFU violation likely contributed to the material separation. Based on the information received, the investigation determined that the reported issue appears to be related to user error. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unspecified procedure. No imaging was performed of the access site prior to device use. Reportedly, the device was deployed correctly. When the knot was lowered to lock the knot with the suture trimmer, the suture broke due to excessive force being applied. Manual compression was used to achieve hemostasis. Subsequent to the previously filed report, update to procedure details: it is unknown if imaging was performed at the access site prior to proglide use. No additional information was provided.